Event description:
Reporter used patch on two areas of her back in 2007. After wearing for about 1 hour, she noticed stinging feeling and moved patch to another area of her back. The next morning, she noted a stinging pain when taking a shower. She had two emergency room. She was given a prescription and has used topical treatments for burns for 4 weeks. She is currently using neosporin.